Event description:
It was reported the insulin pump kept alarming failed battery test. Customer's mother was at work and did not have the device with her. Customer's mother stated she would call back. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.